Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. It was reported that the clip was defective and did not fire correctly. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 05/01/2023 based on the date the manufacturer became aware of the event. Section e: this event was reported by the distributor. The health care facility is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not fire correctly. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke was attached to the control wire). Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not fire correctly was not confirmed. Investigation found that the device was returned with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the premature deployment of the clip. The hit marks found on the bushing is not considered a device problem and is just a part of the device problem characterization. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. It was reported that the clip was defective and did not fire correctly. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Section e: this event was reported by the distributor. The health care facility is: (B)(6) medical center. Phone number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not fire correctly.